Manufacturer narrative:
Device identifier: (B)(4). D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on september 26, a biopsy procedure was performed with a brevera system, during the procedure no tissue was extracted. System seemed to have reduced saline flow during setup, site switched out needle. Began procedure, inserted and fired needle, the doctor attempted to cut several cores, no tissue was extracted. Procedure was unable to be completed and patient had to be rescechuled. A field engineer examined the device and run a test procedure with a test needle and verified that the system was flowing saline. Field engineer mentioned that problem appears to be from that particular needle that they used. The field engineer verified that the system was functioning properly with a different needle piece. System passed all tests and meets manufacturer specifications. No additional information available.